Event description:
It was reported that the pt's device was explanted due to infection of the incision site and wound dehiscence. The pt is reportedly healing.

Manufacturer narrative:
External visual inspection of the explanted device revealed that the electrode was severed at the fantail region prior to receipt. This is believed to have occurred during revision surgery. System lock was verified. The device passed the electrical and the mechanical tests performed. The device was explanted for medical reasons. The device passed all the tests performed. When more info becomes available, a supplemental report will be submitted.